Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one powerport isp MRI implantable port and one groshong catheter with a loaded catheter stylet were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A longitudinal split, was noted approximately 25.2cm from the proximal end of the catheter returned. The edges of the longitudinal split on the catheter returned were noted to be uneven. The surfaces were noted to be smooth in both regions of the split. Upon infusion, a leak from the longitudinal split on the catheter was observed while water exited the distal end. Therefore, the investigation is confirmed for the reported fracture and fluid leak issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #, g3, h3, h4, h6 (method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the port catheter allegedly cracked near the center of the catheter. It was further reported that leakage was confirmed while primed with saline during the placement procedure. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure, the port catheter allegedly cracked near the center of the catheter. It was further reported that leakage was confirmed while primed with saline during the placement procedure. There was no patient contact.